Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), the patient had a bicuspid valve who received a 23mm s3 a year ago. During deployment, the valve ended up canted with an 80/20 position on the non-cusp and a 99/1 position on the left. They shot an aortagram at the time and it looked good (no pvl). The valve position was considered acceptable by the physician. The patient came in to see the physician last week and reported a significant decrease in her daily diastolic bp measurements (they had been typically been in the 60s and appear to have dropped to the 40s). He had a repeat echo which demonstrated pvl which was not present in her 30 day echo. The patient does not report symptoms, but she did not report symptoms even before tavr even though her husband reported that she had symptoms and she felt significantly better after her tavr, so she may just downplay her symptoms.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Pre-operative CT, procedural cine, and echoes were provided. Image review confirmed the native annulus appears to be bicuspid. No bav was seen. The sapien 3 valve appears to have been deployed canted. Recommendation with a bicuspid valve is to deploy the valve slightly higher than with a tricuspid valve in order to achieve sealing of the leaflets. No pvl was seen on the post valve deployment angiogram. The 30 day echo shows mild pvl as well as the one year echo. It is not possible to compare the echoes due to the poor quality of the images and no short axis available on the 30 day echo. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Based on a review of imaging and the echoes provided, the patient had mild pvl at 30 days and at just over one year post tavr. The pvl could possibly be related to the canted placement of the thv in a bicuspid native valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No corrective or preventative actions are required.